Event description:
Pt bleeding from jugular cath pressure applied and doctor notified. Doctor in building and upon further investigation, the percutaneous cath had broken apart at the connector end leaving cath in jugular vein.